Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that currently the pump was in patient's l posterior flank. She currently also had a dead pump in her l anterior abdomen. The plan was to take out the old dead pump use it as the new pocket as there was a high risk for infection in her current pocket skin breakdown. The company rep inquired when they open the posterior pocket, they would have to unhook the 8780 catheters from the pump cut the connector off of the pump in the back attach a new piece of catheter. Also, there was a possibility that they would not have enough catheter to tunnel across to the anterior pocket so they might have to add a spine segment to the posterior pocket before we tunnel and attach a pump pocket connector. They really want to help this patient as her current pocket was not looking good. Additional information was received from the company representative (rep) reporting current pump was located in the back left, it was in an uncomfortable spot for the patient, no device issue just location. Physician was opting to move the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting the patient information. The event resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.